Event description:
It was reported that a device was used during a laparoscopic sterilization procedure. When the device was inserted, pointing somewhat towards the right side, into the abdominal cavity, it immediately filled with blood. Procedure was converted to open at once and it was recognized that the common iliac artery had been almost completely cut through. There were no vessel anomalies noted. The pt experienced heavy blood loss and received a blood transfusion.